Event description:
A mother reported that her (B)(6) daughter received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for bilateral grade 3 vesicoureteral reflux. No add'l medical history or concurrent medications were provided. In (B)(6) 2010 and in (B)(6) 2011, the pt received deflux injections. In (B)(6) 2011, the pt had blood in her urine. A urinalysis was performed with results negative. On (B)(6) 2011, the pt again experienced blood in her urine and was taken to the emergency room. An ultrasound revealed hydronephrosis of her kidneys. Later in (B)(6) 2011, a renal scan was done showing no obstruction, but worsening of hydronephrosis. At the time of this report, the pt was continuing to experience a large amount of blood in her urine along with abdominal pain. She was scheduled to undergo implantation of the ureters on (B)(6) 2012.